Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead exhibited high impedance since (B)(6) 2018. High threshold was also noted on the lead. The patient presented for lead revision. The procedure was not performed due to vein occlusion. Laser lead extraction was discussed. The patient was in a stable condition.

Event description:
New information states that the patient presented to the hospital on (B)(6) 2019. Laser lead extraction was not performed. A new atrial lead was placed from the right side and then tunneled to the existing pocket on the left side. The existing atrial lead was capped. The patient was stable before, during and after the procedure.